Event description:
The plaintiff's attorney alleged that the decedent experienced alkalosis and cardiovascular events on or about (B)(6) 2013 during the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products.